Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and guided the caller through the pump reset process. After the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.